Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the implantable cardiac monitor (icm) experienced sensing issues. The icm was repositioned. It was further reported that, following repositioning, the device "could not reconnect" with the programmer. The icm was explanted. No patient complications have been reported as a result of this event.